Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead was sensing the right ventricle. The patient was winded, fatigue and unable to stand steadily. No intervention was performed. Patient condition was stable.